Event description:
It was reported that bd plastipak luer-lock syringe had black particle in the syringe.

Manufacturer narrative:
Common device name corrected to: conventional syringe. (B)(4).

Event description:
It was reported that bd plastipak luer-lock syringe had black particle in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Three picture samples and four physical samples were received for evaluation by our quality engineer. Upon visual inspection of the picture samples, foreign matter was observed within the syringe barrel. The observed foreign matter was identified as remaining lubricant from the assembly process and dirt. Upon visual inspection of the physical samples, foreign matter was not observed. A device history record review did not reveal any quality issues during the production of provided lot number 1712214 that could have contributed to the presence of foreign matter. It has been determined that the foreign matter observed within the picture samples resulted from incorrect assembly line cleaning. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated occurrence with an unlikely recurrence. A project has been opened to reduce the potential for this defect; the cleaning procedures has been reviewed and the cleaning frequency has been increased.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lock syringe had black particle in the syringe. No serious injury or medical intervention was reported.